Event description:
It was reported that the patient presented to the emergency department and reported dizziness and bradycardia in the forties, which was below the programmed lower rate of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 439888 lead implanted: (B)(6)2019, 5076-52 lead implanted: (B)(6)2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician office noted that the patient was not seen in-clinic just in the emergency room. Therefore, the heartrate in the forties were not confirmed.